Event description:
It was reported that a (B)(6) female patient (B)(6) underwent ventricular tachycardia (vt) ablation procedure with a decanav electrophysiology catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During mapping the right ventricular outflow tract (rvot) with the decanav, in the early stages of the procedure, the patient¿s blood pressure gradually decreased. Effusion was confirmed by echography. Drainage was performed, and since the patient's condition was stable, ablation was continued without change. There was no problems thereafter. The procedure was successfully completed. Atrial septal puncture was not performed. No ablation prior to pericardial effusion or tamponade. Flow rate of the irrigation catheter used was low flow rate:2ml high flow rate:8ml/15ml. The physician's opinions on the relationship between the event and the product is that it was not related to product. Additional information was received on the event. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was not related to bwi product malfunction or the procedure. The patient outcome of the adverse event is improved. The patient did require extended hospitalization because of the adverse event, but details are unknown. A transseptal puncture was not performed. There was no evidence of steam pop. The event occurred during rvot mapping in the early stages of the procedure. An irrigated catheter was used in the event, the flow setting was low:2ml and high:8ml/15ml. It was pre 1sec post 5sec. No error messages were observed on biosense webster equipment during the procedure. Real time graph; dashboard; vector; visitag force visualization features were used. Fot additional filter was used with the visitag. Tag index color option was used prospectively. Additional information received in the event. It was pre 1sec post 5sec. The correct catheter settings were selected on the generator and the pump was used as per the IFU and not manual. Visitag module was used and the parameters for stability were range:5mm time:3sec fot 3g25% size 2mm. The event was assessed as MDR reportable under the decanav electrophysiology catheter as event was discovered during use of the decanav electrophysiology catheter and prior to ablation.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 07-sep-2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30659734m and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).